Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to high pacing thresholds and not delivering pacing when required. It was successfully replaced with a new lead. No additional adverse patient effects were reported.